Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported that the pump inaccurately delivered 5 units of insulin. Customer's blood glucose level was reported to be 70 mg/dl. Customer drank juice and husband monitored throughout the night. Review of pump data by tandem technical support showed that the user overrode a 0.25 unit bolus and changed it to 5 units. Customer acknowledged.